Manufacturer narrative:
Clarifications to initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Devices remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the surface of the shell. Wear abrasion observed, in the device. White particles in the surface of the shell. Observed, a broken sharp assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of the shell assessed, as to inconclusive. No further actions are required, as the device was implanted.

Event description:
The device has been explanted.